Event description:
While attempting to place a stent in a lesion located in the left common iliac artery, the physician had difficulty rotating the turning dial. Therefore, he used the sliding lever to deploy the stent, but the stent was deployed in the inaccurate position. The pt is a male. The vessel had severe calcification moderate tortuosity and the rate of stenosis was 80%. The length of the lesion was 5cm. The physician used a contralateral approach from the right femoral artery to access the lesion. There was no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated with a 7mm balloon. Following pre-dilation, the stent delivery system was advanced to the lesion without difficulty. After slack removal and stent location, the physician initiated the deployment by rotating the turning dial, but resistance was felt. Therefore, the physician used the sliding lever to deploy the stent. Prior to deployment, there was a brief pause and then the stent jumped from the delivery system, approx 10 mm, into the lesion leaving approx 1 cm of the lesion untreated. The physician deployed a second stent to cover the rest of the lesion and the procedure was successfully completed. There was no reported injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.